Event description:
The patient was revised due to pain and metallic allergy.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: root cause: root cause: undetermined- it is not possible to say why this product failed. The x-rays suggest the position of the cup may be sub-optimal with respect to version. Wear was measured on the head with the cmm but was not visible on the redlux, but 4 microns of linear wear was measured on the liner using the redlux. The shape of the contact point is unusual compared with other edge worn devices. Taper damage was observed on the retrieved head and matches the images from surgery. Pain has many causes and it may be due to the cup position. It may be due a reaction to the wear debris generated in the joint space from the stem, head and liner. It is likely that this device failed due to a combination of device, surgical technique, surgical procedure and patient related factors. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised due to pain and metallic allergy. Doi: (B)(6) 2009, dor: (B)(6) 2011. On (B)(6) 2009, initial surgery was done with mom. In (B)(6) 2011, the patient had a pain. In (B)(6) 2011, the patient was unable to walk due to pain, and saw a doctor. It was found that crp level was slightly high. On (B)(6), joint lavage was done and anti-inflammatory medication was administered. No problem was found by arthrocentesis. However, inflammation reaction and pain were not relieved. On (B)(6), re-surgery was done. During the revision, no problem was noted in the sliding surface, but the joint capsule was thickened and mutated like dead tissue, and also black metallic material was circumferentially attached to the head and neck junction. The tissue was removed from the patient and the head and insert were replaced to complete the surgery.